Event description:
Patient sent to MRI for a scan; did not notify the providers that she had a previous surgery or that she had an implanted rod in her spine. During the scan, the patient complained that her back was hot. The MRI was aborted.

Event description:
Patient sent to MRI for a scan; did not notify the providers that she had a previous surgery or that she had an implanted rod in her spine. During the scan, the patient complained that her back was hot. The MRI was aborted.